Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was leaking. The following information was provided by the initial reporter, translated from chinese to english: the nurse used the indwelling needle to routinely check the exhaust and successfully punctured the patient and found that the needle handle was leaking when the drug was injected. The nurse immediately removed and replaced the indwelling needle and re-punctured the patient. Lead to re-puncture in children, increasing pain.

Manufacturer narrative:
(B)(6). Investigation summary: a device history review was conducted for lot number 2018962. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications.